Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer (fse) found that the nozzle holder had come off the rinse mechanism which affected the proper vacuuming out of the cells. The fse replaced the holder and spring. Other relevant parts of the instrument were checked; the rinse mechanism was filling correctly. The customer ran successful qc.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine jaffe gen.2 (crej2) on a cobas 6000 c (501) module. The initial result was 2.816 mg/dl. This result was reported outside of the laboratory where the doctor questioned it and requested repeat testing. The repeat result was 0.845 mg/dl. The repeat result was believed to be correct. The crej2 reagent lot number was 47624401 with an expiration date of 31-jan-2022.

Manufacturer narrative:
Calibration and qc were acceptable. Multiple abnormal aspiration and sample short alarms were noted on the day of the event around the time the sample was processed. The customer had no further issues following the service visit. The investigation determined the service actions resolved the issue.